Event description:
It was reported that(1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the surgeon fired the al326 instrument on the cystic artery and the clip did not appear. On firing the instrument a second time, the lower jaw of the applier, and the clip detached from the instrument and fell into the pt. The surgeon successfully removed both pieces without incident and the procedure was concluded without further incident. No further info was given on the pt details as the surgeon was out of the hosp.